Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered numerous inappropriate anti-tachycardia pacing and electric shocks across 7 episodes for what appeared to be atrial driven arrythmia with rapid ventricular response (rvr). Atp and shocks delivered caused the rhythm to accelerate and become true ventricular fibrillation (vf). Technical services discussed reprogramming options. Device currently remains in service. No additional adverse patient effects were reported.